Event description:
The catheter broke away from the hub and embolized. The catheter was left in the pt. Two days later, the pt expired. Follow up with the reporter at the user facility indicated that the problem with the catheter did not contribute to the pt's demise. The pt suffered a stroke and then declined until she expired.